Event description:
It was reported by the rep that the three tct75 were used during a thoracotomy lobe procedure. It was reported that the surgeon attempted to fire the stapler across lung tissue. The instrument closed and the firing knob could not be moved forward. Two subsequent staplers opened with the same result. The fourth stapler was placed and closed on the tissue. It fired correctly with no consequence. The fourth stapler was reloaded and performed as expected to complete the stapling portion of the procedure. There was no pt consequence.